Manufacturer narrative:
Patient codes: 1932 labeled 2263 labeled 1969 labeled. Internal file number - (B)(4). Correction: outcomes attribute to adverse event. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article. Clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - aida trial sub-study.

Event description:
Subsequent to the initially filed report, the following information was received via a full version of the research article: absorb bioresorbable vascular scaffold stents may also be related to hemorrhage, stenosis and myocardial infarction. The thrombosis previously reported in absorb bioresorbable vascular scaffold stents may occur due to the scaffold dismantling. Additionally xience drug-eluting stents may be related to vessel inflammation, stenosis and myocardial infarction. Details are listed in the attached article, title "clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - aida trial sub-study"

Manufacturer narrative:
Internal file number - (B)(4). Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The reported patient effects of inflammation, myocardial infarction, occlusion, thrombosis and stenosis are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU), as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, implant date: estimated dates. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of occlusion and thrombosis are listed in the xience everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The unk absorb device referenced is being filed under a separate medwatch report. Literature: "clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - aida trial sub-study."

Event description:
It was reported through a research article that absorb bioresorbable vascular scaffold stents and xience drug-eluting stents may be related to thrombosis and target vessel failure [occlusion]. Specific patient information is documented as unknown. Details are listed in the article, title: "clinical outcomes at 2 years of the absorb bioresorbable vascular scaffold versus the xience drug-eluting metallic stent in patients presenting with acute coronary syndrome versus stable coronary disease - aida trial sub-study."